Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) registry. It was reported that the patient experienced unstable angina. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the middle right coronary artery (rca) extending to distal rca with 75% stenosis and was 17 mm long, with a reference vessel diameter of 2.75 mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 20 mm promus priemiere stent. Following this intervention, post dilatation was performed with 0% residual stenosis. Three days later, the subject was discharged. In (B)(6) 2019, the subject presented with unknown symptoms and was hospitalized for further evaluation and treatment. The subject was diagnosed with unstable angina. No action was taken to treat the event. Eight days later, the event was considered recovered/ resolved and the subject was discharged on the same day.